Event description:
The following information was provided: It was reported that the patient's Left hip was revised due to loosening of the acetabular shell. The shell, head, and liner were revised to a new Stryker head and competitor acetabular implants. Rep confirmed there were no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.